Event description:
In 2005, this patient presented with an ischemic lower left extremity, with an occluded left iliac artery, and with an occluded left limb of a gore excluder aaa endoprosthesis status post endovascular abdominal aortic aneurysm repair (please see medwatch 2953161-2008-00014). On the next day, an 8 mm thin walled gore-tex stretch vascular graft was implanted in the femorofemoral bypass position for the ischemic lower left extremity. Approx 3 months later, the patient presented with septicemia secondary to a staph infection and surgical site infection. This was treated with antibiotics which resolved the infection. In 2006, a portion of the thin walled gore-tex stretch vascular graft was excised and another graft implanted (manufacturer unknown). A computed tomography scan performed in 2008 showed a patent femorofemoral bypass graft.

Manufacturer narrative:
Lot number is unknown.